Manufacturer narrative:
Concomitant products: product ID: 338728, lot# b0858776k, implanted: (B)(6) 2008, product type: lead.

Event description:
Additional information received from a manufacturer representative reported the patient was advised to talk to their health care provider (hcp). When the patient met with the manufacturer representative, they saw the lead and there was open skin. The top of the lead was visible. The patient had been on a series of antibiotics and they were going to continue working with their hcp.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A manufacturer representative reported a consumer¿s initial implant leads were protruding and the site on the top of their head was inflamed/swollen. It was noted that anything that comes in contact with the site (consumer touching it, brushing their hair, etc.) Exacerbates the inflammation. The consumer saw neurosurgeons but they were not too concerned about the issue, but the consumer¿s pharmacist and primary care physician were concerned about inflammation spreading. The consumer had been tested for infection and they believed there is no infection. They were now using a homemade pulpus (similar to putting a soggy piece of bread on the area) on the area daily and they would like to use epsom salts, but was concerned about corrosion. The consumer had had multiple devices dating back to ¿1979 or something like that,¿ but the consumer noted the issue was from 2009. After reviewing registration, the most recent leads were implanted in (B)(6) 2008, which the representative believed was the timeframe the consumer was referencing. It was reviewed that as long as there was no open wound, it should not be any different than using epsom salts on any other part of the body, but the consumer should ask their physician. The consumer was scheduled to see a physician (B)(6). Additional information received from the representative reported she went to speak with the consumer and looked at the consumer¿s scalp and she could visually see the wires. The consumer had got a haircut and the hair person scrapped the consumer¿s scalp. It was reviewed not to do epsom salt on scalp and the consumer should seek medical care. The representative was going to redirect the consumer back to primary doctor to evaluate scalp or seek a second opinion. The consumer reported he had been on numerous antibiotics for this issue in the past.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that there was an infection around the lead. The wound had re-opened and there was erosion with the device protruding. The patient stated that the system was removed, but a lead remained implanted. The patient was concerned that the infection was moving toward their eye. The patient stated that they will be on antibiotics for their life due to the continuous infection. The patient was redirected to discuss the infection with their hcp. No further complications were reported or anticipated.